Event description:
It was reported that the pump did not have power. The reporter also stated that the battery cap was not loose on the pump and that there was no damage to the battery cap or battery compartment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no power issues were observed in the black box. No damage was found to the battery compartment or cap. The battery cap was secured to the pump and the pump powered on normally. The pump was exercised for 24 hours with no alarms or power issues. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.